Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to power connector on battery tube not plugged in properly into connecter on the interface board. The device had a cracked case at the display window corner, minor scratches on the lcd window and broken reservoir tube lip.

Event description:
Customer reported via phone call that they continually receive a failed battery test alarm. Customer advised they have used the recommended energizer battery as well as several other types of batteries. Troubleshooting for the failed battery test alarm was performed. Customer was advised that the device would be replaced and agreed to return the product for analysis.